Event description:
It was reported that the lead exhibited an abrupt increase in thresholds. The ventricular capture management (vcm) was programmed to monitor only, and the patient will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).